Event description:
It was reported that the ilet user experienced fluctuating blood glucose after announcing a smaller-than-actual meal; blood glucose was elevated at meal announcement, rose further, and then declined rapidly once the corrections algorithm kicked in. The user received troubleshooting and education and was assigned for additional training on proper meal announcement. Symptoms included hyperglycemia and hypoglycemia ranging from 321 mg/dl to 62 mg/dl accompanied by dizziness. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to an incorrect size meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.